Event description:
The patient presented to the emergency room after receiving appropriate therapy. The patient was asymptomatic. Externalized conductors were observed via fluoroscopy. Electrical testing of the lead was normal. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.